Manufacturer narrative:
Based on the available information, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. No lot number has been provided, therefore a review of the manufacturing records could not be conducted. The date of the revision procedure has not been provided to date. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2012 the patient underwent bilateral inguinal hernia repair tep procedure and was implanted with two 3d max light devices. There were no post operative complications. One year later the patient complained of pain in his right groin. Medical examinations did not identify the cause of the pain. The patient saw a urologists who saw calcifications in the bladder. Erosion of the mesh in the bladder is the suspected cause of the pain. Additional surgery is planned with possible mesh removal.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Outcomes attributed to adverse events: corrected to include disability or permanent damage.